Event description:
It was reported that while performing on open roux-en-y procedure, the instrument was difficult to fire. There was no cut line and only the distal formed staples. The case was completed with a similar device with no patient consequence.